Event description:
It was further reported that during the index procedure, the lesion located in the proximal lad was 2.50mm in diameter instead of the 2.75mm diameter initially reported. At that time of stent deployment in the rca the right ventricular branch got stent jail and occluded instead of being only stent jail as initially reported. Although electrocardiogram changes, st elevation in ii, iii and a vf were confirmed as concomitant symptoms, wait-and-see approach was taken. However, no left ventricular wall motion abnormality or pericardial fluid increased were confirmed.

Manufacturer narrative:
Evaluation summary: minimal to moderate vegetation-like growth is evident at the inflow aspect. Minimal to moderate host tissue overgrowth is detected at the stent outflow. No inconsistencies detected in the x-ray.

Event description:
It was reported by hospital contact, cvor materials manager from (B)(6) medical center that a 6900ptfx, 33mm valve was explanted after a 3.7 month implant duration due to endocarditis infection. No additional information is available at this time. On 07/19/10 call to hospital contact, left message on voice mail with the complaint number. Also, asked hospital contact to call back to inform me on the source of the endocarditis. What is the organism? Do not want back if (B)(6). On 07/19/10 call from hospital contact, left message on voice mail with the complaint number. Also, asked contact to call back to inform me on the source of the endocarditis. The source is staphylococcus aureus. I told contact that it was ok to send us the valve in formalin. On 07/26/10 call to hospital contact, left message on voice mail with the complaint number. Also, asked contact to call back and let me know what solution the valve was sent to edwards in (formalin, glut)? On 07/27/10 call from hospital contact, contact informed me that the mass of the valve was removed and it was sent back to edwards in formalin. On 07/29/10 call to (B)(4), left voice mail message for contact regarding calling back to confirm that the device was sent in at least 10% formalin solution. On 08/03/10 call to contact, spoke with contact regarding confirming that the device was sent in at least 10% formalin solution. Hospital contact checked the percentage of formalin in the solution and it is 10% formalin solution.

Manufacturer narrative:
Device evaluation anticipated, but not yet begun. This event was determined to be reportable per edwards lifesciences procedures. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections with no nonconformance.